Manufacturer narrative:
The lead complained about was returned and thoroughly analyzed. During the analysis of the lead, the fracture of the insulation about 2.5 cm distal of the df-1 connector pin could be confirmed. This damage was with high probability caused by a constantly tight winding of the lead around the generator. The further course of the visual inspection showed squashing and deformation of the lead body 33 cm distal of the is-1 connector pin. The insulation was damaged in this area. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress on the lead due to the subclavian crush syndrome. There were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - after an implantation time of about 51 months, it was reported that a suspected insulation defect was observed about 2.5 cm below the df-1 connector pin, during a crt-d upgrade, when the device was exposed. It was decided to replace the lead. The lead was explanted and returned to biotronik. No deterioration of the patients state of health was reported.